Event description:
It was reported that after a pulsed field ablation (pfa) procedure the patient experienced slurred speech. Following a procedure where a farawave 2.0 catheter was selected for use, the patient experienced speech difficulties. A stroke code was called, and the patient was taken for imaging, an old stroke was noticed, but there was no evidence of new or acute stroke on imaging. There was not visible air during the procedure. No device issues were reported. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulsed field ablation (pfa) procedure the patient experienced slurred speech. Following a procedure where a farawave 2.0 catheter was selected for use, the patient experienced speech difficulties. A stroke code was called, and the patient was taken for imaging, an old stroke was noticed, but there was no evidence of new or acute stroke on imaging. There was not visible air during the procedure. No device issues were reported. No more information was provided. It's unknown if the device will return for laboratory analysis.